Event description:
Same patient as: MDR ID 2134265-2013-01522, 2134265-2012-07931, 2134265-2012-07932. Same case as: MDR ID 2134265-2013-05242, 2134265-2013-05245. (B)(4). It was reported that subsequent to a percutaneous coronary intervention, restenosis occurred. In (B)(6) 2009, the patient underwent cardiac catheterization and revealed 2 target lesions: first is a 99% de novo stenosed target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.50mm and lesion length of 32mm was treated with pre-dilation and placement of a 3.5x32mm taxus liberte stent. Post dilation was not performed. Following stent placement residual stenosis was 0% and a timi flow grade of 3 post procedure. Second is a 90% de novo stenosed target lesion located in the distal right coronary artery with a reference vessel diameter of 3.50mm and lesion length of 32mm was treated with pre-dilatation, placement of a 3.50x32mm taxus liberte stent and a 2.75x32mm taxus liberte stent with no gaps. Post-dilatation was not performed. Following stent placement residual stenosis was 0% and timi flow grade improved to 3 post-index procedure. The patient was discharged 2 days post-procedure on aspirin and ticlopidine hydrochloride. In (B)(6) 2012, coronary restenosis on the mid right coronary artery (rca) was confirmed and percutaneous coronary intervention was performed using a non-bsc stent on (B)(6) 2012. In (B)(6) 2013, the patient returned and cardiac catheterization was performed and revealed a 90% in-stent restenosis located in the mid rca with vessel diameter of 3.5mm and lesion length of 18.0mm. On (B)(6) 2013, the physician performed target vessel revascularization at the mid rca as well as ballooning and implantation of a non-bsc stent, resulting in 0% residual stenosis. The patient was considered recovered and was discharged the following day with aspirin and clopidogrel. On (B)(6) 2013, a 4 year follow-up was performed and no angina was confirmed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).